Event description:
Report received from the USA stating that the device was heating up. The device was not being used during surgery, and no injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if additional info is received, a supplemental report will be sent. Ref: (B)(4).